Manufacturer narrative:
The evoke scs system remains implanted. The implanting physician reported that symptoms were consistent with csf leakage, although no evidence of dural puncture was observable during the implant procedure. The cause of the cerebrospinal fluid leak could not be definitively confirmed. Evoke scs system surgical guide lists cerebrospinal fluid (csf) leakage as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed. Product met all requirements for release.

Event description:
During the one (1) week post-implant follow-up visit, the patient reported a headache. The physician administered a nerve block and monitoring for potential cerebrospinal fluid leak. The patient was admitted to the hospital for persisting symptoms. A blood patch was administered. A confirmatory MRI scan was obtained and no cerebrospinal fluid leak was observed. The patient reported symptom resolution. The evoke scs system was not programmed or delivering therapy during the reported event.